Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist (rt) performed a circuit check and o2 calibration and ensured they both passed on the nkv-330 ventilator while setting up the ventilator for patient use during a rapid response. Default settings on nkv-330 were mode: s/t, ipap: 10, epap 5, and fio2 21%. The rt adjusted settings to s/t ipap 14, epap 8, and 60% fio2. The rt pressed start ventilation. The ventilator began alarming and showing alarm messages (in order) technical fault 00011, vent inop. 00006, and check prox. Pressure line. The rt did not place the patient on the nkv-330 ventilator; instead, the patient was placed on another ventilator. There was no patient harm.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.